Event description:
It was reported that the patient presented to the emergency room after receiving hv therapies. The hv therapies appeared to be due to an svt. The patient had small r waves and lead was likely scheduled for revision. Reprogramming changes were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).